Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology was not reported. During the index procedure the physician attributed that due to the short and irregular shape proximal aortic neck a type ia endoleak was identified. The physician added an aortic cuff; however, a small type ia endoleak still remained. No additional clinical sequelae were reported and the patient will continue to be monitored.

Manufacturer narrative:
(B)(4).